Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Evidence of blood and signs of clinical use were observed. Large buildup of charred blood and tissue was observed at the bipolar and blade which prevented the blade from fully retracting or extending. The buildup at the bipolar was cleaned per the instructions for use and the evaluation repeated. The blade was able to extend and retract without difficulty. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. We were unable to reproduce the reported failure in our testing. Based on the results of the evaluation, the reported complaint was unable to be confirmed, but confirmed for mechanical issue (blade failed to actuate). The most probable cause of the confirmed failure is buildup of charred blood and tissue at the bisector and blade preventing actuation of the blade. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bisector tip stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Feb. 22, 2016 02:04 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no nonconformance recorded in the lot history which would be considered related to the reported event if there was something unrelated. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bisector tip stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.